Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Summary: the hospital reported an unknown issue with the vasoview hemopro 2.

Manufacturer narrative:
Trackwise #(B)(4). The lot #3000276186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure h3 other text: device not returned.

Event description:
N/a.